Event description:
The customer stated that a false positive architect stat high sensitive troponin-I result of 39.6 pg/ml was generated for a patient sample that retested negative at 8.7 pg/ml. The customer's reference range is 0 - 34.2 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data through abbottlink. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Based on the investigation, no deficiency for lot number 50340ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a false positive architect stat high sensitive troponin-I result of 39.6 pg/ml was generated for a patient sample that retested negative at 8.7 pg/ml. The customer's reference range is 0 - 34.2 pg/ml. No impact to patient management was reported.